Manufacturer narrative:
Batch review performed on 23 december 2021: lot 2008566: (B)(4) items manufactured and released on 13-oct-2020. Expiration date: 2025-09-27. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported events.

Event description:
The patient came in, 8 months after the primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.